Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was suspected to have been implanted in an improper location resulting in impaired healing, migration, and pain when inflating the device. A surgical procedure was performed during which the existing device was removed, new corporotomies were created, and a new ipp implanted. No further patient complications were reported.